Manufacturer narrative:
Additional system component being reported for this event: battery- bat307435 catalog # 1650 expiration date: 11/30/2016, battery- bat306864 catalog # 1650 expiration date: 11/30/2016. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take.  Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the vad coordinator that the patient reported that on (B)(6) 2016 there was battery switching when both batteries were showing full charge as well as power disconnect alarms when both batteries were fully charged and connected. Patient reports intermittent beeps heard when on ac and battery. Batteries will be exchanged and an elective controller exchange was done and it was stated that there were no effect of patient. No additional information available.

Manufacturer narrative:
After further review of additional information received model/lot #, device available for evaluation?, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, device manufacture date, evaluation codes and additional MFR narrative have been updated accordingly. Two batteries and one controller were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that the associated controller met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed instances of power switching between batteries and the controller, including (B)(4). The other batteries involved in the power switching events with (B)(4) were (B)(4). Analysis of the batteries revealed that the devices met specifications; the devices passed visual examination and functional testing. Analysis of the controller revealed that the device failed to meet specifications; the device failed visual inspection and functional testing due to a loose ps1, this could prevent a battery from making a proper connection with the controller. Loose power connectors are currently being investigated by the manufacturer. The reported event could not be duplicated at the bench level. The premature switching events were most likely caused by a communication error between the controller and batteries. The anomalies in communication between battery and controller are being heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.